Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure could be due to inadequate system design. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "place the collection canister (c) in the pure wick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the pure wick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a pure wick¿ external catheter (I). [Note the letters correlate to a diagram within the IFU. Caution: it is important that the port connections be connected correctly and securely for proper operation of the pure wick¿ urine collection system". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had to return the purewick system along with the unit wicks and kit because the doctor advised not to use the purewick system due to the patient having frequent urinary tract infections. Per follow up on 18may2021 the customer advised to put in a foley and instructed them to not use the purewick system. It was unknown whether the device contributed to the urinary tract infection and medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had to return the purewick system along with the unit , wicks and kit because the doctor advised not to use the purewick system due to patient having frequent urinary tract infections. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per follow up on (B)(6) 2021,customer advised to put in a foley and instructed them to not use the purewick system.